Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint drug eluting stent was implanted in the rca and one endeavor sprint drug eluting stent was implanted in the lad. Approximately 37 months post index procedure the patient underwent revascularization and an endeavor sprint des was implanted in the lcx. Approximately 51 months post procedure and 13 months post revascularization the patient suffered of myocardial infarction (unknown vessel) and died. Death was classified as vascular death, but specific cause of death is unknown. Cause of death was not ruled out to be stent related.